Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by verifying no suction on the bf probe 1 was noted. Fse replaced the solenoid valve and cleaned the suction line that was clogged with debris. Fse performed bf priming and verified the bf probe 1 was suctioning properly. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the searched period. Aia-2000 operator's manual on the appendix 4: error messages: (2235) b/f probe 1 suction failure. Cause: the overflow sensor detected liquid after washer suction action was completed. The measurement result will be flagged (wu flag). Solution: clean b/f probe 1. If retry fails, contact tosoh service center or local representatives. The most probable cause of the reported event was due to failure of the solenoid valve.

Event description:
A customer reported error message ¿2235 b/f probe 1 suction failure¿ while running quality control (qc) on the aia-2000 analyzer. The customer replaced the probe tip and performed several primes, cleaned the wash well, and detection prongs with alcohol and water. The customer also performed priming of the other probes, all visually showed liquid except probe number 1. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and cardiac troponin (ctnl 2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.